Manufacturer narrative:
B3: date of event is unknown. One infusion pump was received for evaluation. Visual inspection found the tamper seals to be broken. The device was observed to have no damage. The device's event history log was reviewed for evidence of the reported problem, ?service due" was found in the log. To conduct functional testing the device was powered up. Upon power up, the reported problem was duplicated. The real time clock (rtc) battery was replaced. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.

Event description:
It was reported the pump needs battery repair. No patient injury reported. No other information.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.